Event description:
A defibrillator was applier to a pt with an unknown heart condition that was using an exercise machine. The defibrillator was applied, analyzed the rhythm, appropriately advised a shock for ventricular fibrillation and issued shock for ventricular fibrillation and issued shock advisory messages. When the shock button was not pressed after 30 seconds the device (as designed), entered a pause, reanalyzed and issued a shock advisory. This cycle issuing shock advisory and the users not pressing the shock button continued for 11 minutes, until the battery was removed. The users did not press the shock button at any time since they claimed there was a pulse.